Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed cutter insertion (cannot insert cutter) and the neuro-tip leg was drilled into. It was further determined that the cutter device could not be inserted because the bearings were worn out and loose, creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings which was due to normal use and servicing over time. It was further determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and come into contact with the neuro-tip leg. The damage was caused by user error. The assignable root causes were determined to be due to user error (drilled neuro-tip leg) and normal wear out from use (cannot insert cutter). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the bearings of the craniotome device were loose. During in-house engineering evaluation, it was observed that the device failed the cutter insertion (cannot insert cutter) and the neuro-tip leg was drilled into. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.